Manufacturer narrative:
Approximately 44 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted on the exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a shunt on (B)(6) 2015 due to severe traumatic brain injury hydrocephalus. It was also reported that after a few days, the patient's symptoms did not improve. According to the report, after adjusting settings and several days of observation, the symptoms still did not improve and the doctor suspected the catheter was blocked. Reportedly, after a CT scan, the patient's ventricle did not get significantly smaller. On (B)(6) 2015, the shunt was explanted and the report stated that the patient had blurred consciousness during admission. It was also reported that there was no injury to the patient and currently the patient's consciousness was still fuzzy. It was later reported that the peritoneal catheter was suspected to be blocked.